Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had a mammogram on date notified and everything went well. However, when they got home they noticed they were "off" and their medicines were not working very well. Subsequently, they wondered if the stimulators were off and when checked with the patient programmer (pp) it was found that they were indeed off. The caller confirmed they were able to turn therapy back on again, and believe that the stimulators got turned off during the mammogram. The consumer had also called on may-23 for mammogram guidelines. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-11165.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.